Event description:
It was reported that during a percutaneous intervention (pci) procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A f/g, sterling, mr, 6.0 x 40/135 (4f) balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated to 6 atms. On an unspecified attempt, the balloon ruptured at 8 atms. The procedure was completed with different device. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).